Event description:
The reporter indicated the surgeon implanted bilateral icl implantable collamer lenses. Toxic anterior segment syndrome (tass) was observed in the left eye (os). Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Report # mw5117323. Claim # (B)(4).